Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, preventing the user from waking the device, and the firmware update initially stalled with the app freezing before a successful restart allowed the update to progress. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and blood glucose was unaffected. Investigation included communication with the user, analysis of information provided by the user, and guided troubleshooting through device and phone restarts and a firmware update attempt. Investigation of this case revealed an electrical issue consistent with an unresponsive button, associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.